Event description:
Medtronic model 8637-20 pain pump, significant pain increase. Drug withdrawal, torso numbness, unable to urinate. Pain clinic found pump to be empty ahead of normal refill date. Pain clinic refilled pump and requested pt return in order to measure amount of drugs in pump. Pt returned and measurement confirmed pump was either delivering too much drug and/or catheter was leaking drug into pt's torso instead of pt's spinal column. Surgery to replace pain pump and possibly catheter on (B)(6) 2016.